Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the dissector shaver blades broke off. No further information received. ***update dw 24-mar-2025 : further information was provided that the reported issue occurred during an ankle arthorodesis surgery. The broken piece was retrieved out of the patient and the surgery was finished successfully with a new device with the same part number.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence from the field shows an unpackaged ar-8400ds device, batch number 15331977, with a damaged outer tube. Based on this evidence, arthrex determined that the most likely cause of the failure was user error¿specifically, misaligned insertion and/or improper prying or leveraging of the device during use.